Event description:
It was reported that via remote transmission, intermittent far p-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
.